Manufacturer narrative:
(B)(4)-upon carefusions investigation, a follow up emdr will be submitted.

Event description:
The nose of the safety valve is broken. The valve cap now is fixed by tape (leukoplast). Neither patient injury nor medical intervention has been reported. (B)(6) 2015 - no additional information provided.

Manufacturer narrative:
(B)(4) additional information: lot # not available, implant date unknown, alcohol pads are used to disinfect, healthcare provider performed daily peritoneal procedure. It might be possible the nose became bent before it broke off.

Manufacturer narrative:
(B)(4). A complaint sample was provided for evaluation. The evaluation confirmed the failure mode. The complaint investigation was not able to identify a root cause. A review of applicable device history records could not be performed since a lot number was not reported in the incident report the investigation was not able to identify a probable root cause for the reported failure mode. A review of the current manufacturing process did not identify any step that may have contributed to the report failure mode. However, as the trending report indicates, we have seen other instances of this failure and have reached out to our supplier of the plastic cap to investigate their processes for possible root cause and corrective actions. Supplier corrective action request has been issued to the supplier of the plastic cap.